Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication. No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with info from the article. (See scanned pages).

Event description:
Journal reference: kenney, et al. "Short-term and long-term safely of deep brain stimulation in the treatment of movement disorders." Journal of neurosurgery: 2007, 106:621-625. The study describes the results of a retrospective analysis of adverse events in movement disorder patients treated with deep brain stimulation (dbs) at college of medicine between 1995 and 2005 along with a comparison analysis of the medical literature. Reportable event: one patient experienced extreme anxiety during the intraoperative recording/electrode implant stage of the surgery. Treatment and outcome information was not provided.